Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered a 4 unit bolus when delivering a bolus for some carbohydrates that were consumed. Tandem customer technical support (cts) confirmed the 4 unit bolus via the pump history. The blood glucose (bg) level was currently at 175 mg/dl; however, due to the correction factor of 1:45, the bg level would drop to 0 mg/dl. The customer consumed 2 cups of juice and yogurt and had a nectarine if needed. The customer reported to have someone present to help if needed. Upon follow-up, the customer was reported to have been transported to the emergency room (ER) by the paramedics. The customer was monitored and no treatment was administered. The customer left the ER with a bg over 200 mg/dl and was stable. The cause of the high bg was not known.

Manufacturer narrative:
Tandem technical support reviewed the pump data and found that the customer had requested the reported bolus to be delivered after entering 818 grams of carbohydrates. The customer was informed and acknowledged the information. The customer declined further follow-up from a clinical diabetes specialist.